Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported difficult to position and difficult to remove were unable to be replicated in a testing environment as the ivus used during the procedure was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood/contrast on the guide wire and/or interaction with the intravascular ultrasound (ivus) catheter resulted in the reported difficult to position and difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that resistance was felt when attempting to back load an intravascular ultrasound (ivus) catheter onto the 014 hi-torque pilot guide wire and resistance was noted when attempting to remove the ivus catheter from the guide wire. Both devices were removed as a single unit, and a new 014 hi-torque pilot guide wire was advanced to successfully complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.